Event description:
It was reported that during an implantation procedure, the right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition with greater than two seconds of asystole. Technical services (ts) was contacted, and ts discussed possible reasons such as air bubbles. The physician tried removing the rv lead and re-inserting it into the device header, but the issue was not resolved. Blood was then found inside the insulation of the rv lead. The attempted device and rv lead were removed and a new device and rv lead were used to complete the implantation procedure. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during an implantation procedure, the right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition with greater than two seconds of asystole. Technical services (ts) was contacted, and ts discussed possible reasons such as air bubbles. The physician tried removing the rv lead and re-inserting it into the device header, but the issue was not resolved. Blood was then found inside the insulation of the rv lead. The attempted device and rv lead were removed and a new device and rv lead were used to complete the implantation procedure. No adverse patient effects were reported.